Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed that the flow rate on the front panel was turned off when the flow rate was high. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the flow light-emitting diode (led) on the front panel (2-digit left / middle horizontal bar) of the high flow insufflation unit had disappeared prior to a therapeutic laparoscopic procedure. The procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the phenomenon of some leds were off seemed to have occurred due to failure of the led pixels mounted on the front panel. It can be assumed that led pixels mounted on the front panel were defective. Olympus will continue to monitor field performance for this device.